Event description:
A peripheral atherectomy procedure commenced to treat a fibrous lesion in the patient's superficial femoral artery (sfa). The physician chose to use a spectranetics turbo elite laser atherectomy catheter to treat the patient. After the procedure had been completed, the outer jacket of the turbo elite was noted to be peeling away from the catheter near the rx port, creating a flap. There was no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.

Manufacturer narrative:
Relevant tests/laboratory data unk. The device was returned and evaluated by a cross functional team. A breach to the device's outer jacket was confirmed from the access port to approximately 8.7 cm from the distal tip. The outer jacket was torn around the breach. Fibers were exposed, but not broken. The inner lumen was deformed and detached from the access port. There was no design, use or process related failure identified. This has been determined to be a use related failure due to the guide wire likely being pulled laterally away from the port causing a breach in the outer jacket from the access port to approximately 8.7 cm from the distal tip. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.